Event description:
The on/off knob of the auxiliary o2 and suction module was found missing during a repair of the anesthesia workstation. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The customer contacted our field service engineer (fse) to get a new knob. Our fse confirmed that the on/off switch knob on the o2 auxiliary and suction module was missing and provided a new knob. Our fse did not see the missing knob and there is no information on the exact circumstance for how it broke/came loose. The auxiliary o2 and suction module consists of two parts; the flow meter unit with the intended use to provide oxygen for patient therapy and the suction unit with the intended use to extract body fluids from the stomach and airways. The suction pressure is regulated by means of the on/off switch and the suction unit regulatory valve. In this case it was the on/off switch on the suction unit that was missing. The reason why the knob came loose/broke has not been determined.